Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a mid-urethral sling placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon placement of the sling into the obturator muscle, the trocar bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.